Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip bent while trying to extract the proximal reaming guide out of the patient.

Manufacturer narrative:
Additional narrative: the reported bending is confirmed via visual examination. The tip is confirmed to be bent. The head is also bent at an angle to the axis of the shaft. The extended length of the tip allows it to contact the reaming guide before the head sits flush on the guide holder. While the bending of the tip may be attributed to misuse in over-tightening, or to the hardness of the material, the opportunity for failure would not exist if the head and tip contacted their respective mating components at the same time. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The failure may be contributed to a lack of robust design against misuse. A design change is in process. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.